Event description:
A product liability claim was raised. It was reported that the pt was implanted with a durom hip generic on the right side on (B)(6) 2007. Revision surgery is planned for (B)(6) 2013 due to pinching pain.

Manufacturer narrative:
The MFR did not receive any devices, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific clinical event cannot be ascertained from the information provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in 07/2008. Should additional information become available and/or the device(s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. (B)(4).